Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. Internal complaint reference: (B)(4).

Event description:
It was reported that when using the fluent system an error was received which required the user to re-prime the scope. The case was completed and the user noted that there was still fluid that needed to return to the machine. It was noted that the tissue canister was completely filled with fluid and it was spilling on the floor, fluid could not drain into the bag due to tissue collected at the bottom of the canister blocking the flow. The tissue was not able to be dislodged from the holes in the canister so the sock and canister were sent to the pathologist.